Event description:
It was reported that the user experienced difficulty attaching a connect adaptor, consistent with a device connection or fitment issue involving the connector component, which was resolved by swapping to another adaptor from available supplies. Symptoms included no reported adverse physiological effects and no alerts or alarms. Outcomes included no medical intervention, no hospitalization, and successful continuation of therapy after replacing the adaptor. Investigation of this case revealed intermittent inability to secure the adaptor to the mating interface, with no evidence of device malfunction once an alternate adaptor was used and with storage practices previously limiting traceability. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling or variability in individual connectors, with contributory factors including mixed-lot storage that impeded identification of affected units.